Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as change in caretaker. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was not reported if the patient was hospitalized for peritonitis. The same day as event onset, the patient was treated with meropenem injection (1g, once daily, intraperitoneal, ongoing) and vancomycin injection (1g, once daily, intraperitoneal, ongoing) for peritonitis. It was reported that the patient recovered from the events after two days. Pd therapy is ongoing. It was reported that retraining on proper aseptic technique for the caretaker is ongoing. No additional information is available.